Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer noted the issue started about a week ago and had been getting worse, but they were unsure when it started. Tac suggested the customer send the device for repair. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Since the device was not returned for evaluation, a definitive root cause of the angulation control lever and lock being difficulty to move could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the visera cysto-nephro videoscope upward/downward (u/d) angulation control lever and u/d angulation lock were extremely hard to move without force. The issue was found during a diagnostic cystoscopy procedure, which was able to be completed with another device. There were no reports of patient harm.